Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient's ins battery had been dead for a couple of years. The patient said it was their own fault- they didn't charge the ins; they had a family emergency and was gone for a while and didn't take their equipment with them. When they came back they couldn't charge. They needed an MRI and asked if the device could go into MRI mode and it was reviewed that they might be head only eligible. They reported taking so much time charging. They couldn't lay flat on their back because of how their ins sticks out of their back; it was very painful. The device helped their shoulder pain, not 100%, but it helped. They were deciding if they would rather deal with their shoulder pain or pain in their back where the ins was. When they put the device in originally they asked if they could put it more to the side and they said no. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative (rep) reporting that the patient will be having a complete system explant was planned on (B)(6) 2018. No symptoms were reported. Though it was noted that the customer was notified the product should be returned for analysis, it was indicated that the system will not be returned due to customer refusal. No further complications were reported/anticipated.